Event description:
It was reported that minimum fill notification occurred during use. There was no adverse impact to the customer's blood glucose level. Customer had previously resolved issue independently and contacted support to report occurrence, and technical support provided instructions for future cartridge loading.